Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's pump was not delivering insulin. No additional information was provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.